Manufacturer narrative:
Final device analysis revealed a procedural non-conformance for ins njy169535h. Connectors #2 and 3 of a lead stuck in the ins port. The setscrew of the ins was not backed out far enough and inhibited the extraction of the lead. Foreign material was stuck in the connector port. The ins was functioning okay. Ins output was tested at the ins connectors by puncturing the molded header in order to make contact with the connector. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load.

Event description:
The pt underwent surgery to replace their ins, model 3023 with a 3058 model. Once the dr removed the 3023 and tried placing the original lead inside the 3058, he could not get the lead to push through to the opposite tip of the 3058. When he tried pulling the lead out of the 3058, he was having trouble getting the lead backed out and the electrode portion broke off inside the 3058. Therefore, the 3058 was not able to be used. The dr removed the lead entirely and implanted a new 3093-38 and a new 3058. The pt was able to be programmed with the new device without any complications. Add'l info has been requested.